Manufacturer narrative:
Insulin pump had minor scratched lcd window, cracked case, broken battery tube threads, broken reservoir tube lip and scratched reservoir tube window.

Event description:
Customer called to report damage to the insulin pump. Customer reported that there is a crack going down the side of the battery compartment. Customer reported that a large chip is missing. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.